Event description:
Reporter alleged obtaining a discrepant blood glucose result of 269 mg/dl back to back with a result of 87mg/dl on the aviva system when testing was performed within 10 minutes. Reporter stated that the test strip might not have been dosed properly for the first result. Reporter also stated that she had a headache at the time of testing and she self-treated with water. No other actions were reported taken or treatment rec'd. No adverse event reported. A request was made for the return of the affected product.